Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)). Found a broken connector pin. (B)(4).

Event description:
The consumer reported a broken, bent, or loose connector pin on the desktop charger. The connector pin broke off inside the recharger and the patient was able to pull the connector pin out from the recharger. No out of box failure was reported. The patient had muscle spasms and pain that occurred suddenly. The pain returned because he needed to charge and the implantable neurostimulator (ins) was depleted. Relevant medical history included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.